Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringes 3ml ll euro 200 s/c experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: 3 ml syringe luer lock plunger was leaking during processing. No visible damage observed. The syringe was not retained as it came in touch with patient material.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 3ml ll euro 200 s/c experienced leakage past the stopper/plunger which was noted during use. The following information was provided by the initial reporter: 3 ml syringe luer lock plunger was leaking during processing. No visible damage observed. The syringe was not retained as it came in touch with patient material.